Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that during follow-up, loss of capture and low r-waves were observed. Dislodgement and perforation were observed via chest x-ray. The lead was explanted and replaced without hemodynamic compromises. The patient was discharged without complications.